Manufacturer narrative:
This follow-up report is being filed to relay additional information received stating the baseplate is not the complaint product, which was unknown at the time of the initial medwatch. The baseplate was not removed. The humeral tray was the complaint product. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00044-1 & 00662).

Event description:
It was reported that the patient underwent a reverse shoulder procedure on an unknown date. Subsequently, the patient is scheduled for a revision procedure in (B)(6) due to a broken baseplate.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty on an (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2013 due to a fractured baseplate. The stem, bearing and tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information of implant and revision date, which was unknown at the time of the initial medwatch.